Event description:
The following information is being reported as a result of subsequent literature review of the article, "what is the learning curve for intraoperative neuromonitoring in thyroid surgery?" Published: on line 13 december 2008. From: international journal of surgery. By: g. Dionigi, a. Bacuzzi, l. Boni, f. Rovera, and r. Dionigi. Pages: s7-s11. Transient recurrent nerve palsies were noticed in all of the cases in this review. It was found with the decrease or loss of amplitude of the electromyography (emg) signals was noted in cases involving the right laryngeal nerve. In some cases the intraoperative and postoperative steroid treatment was administered. One case showed minimum vocal cord dysfunction. After vocal cord studies the patients were found to have full function at two and six month postoperative follow-ups.

Manufacturer narrative:
(B)(4). No medwatch 3500a form was received from the reporter. Neither the device in question, applicable imaging films, nor medical records was returned to the manufacturer for evaluation. Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Device description: this nerve monitoring system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient interface has four or eight color coded pairs of patient electrode jacks, a patient electrode ground jack, one stimulus return jack, two stimulus output jacks (configured to accept monopolar or bipolar stimulating probes), and one incrementing probe jack. The patient simulator is used for troubleshooting and demonstrating the system without the need for patient interaction. The muting detector probe is designed to detect the presence of electronic noise from external devices (such as electrocautery / electrosurgical unit) that may cause interference on the emg monitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.